Event description:
It was reported that malfunction alarm code malf 0 occurred on pump without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction returned.